Event description:
Complainant alleged that while attempting to treat a pt in cardiac arrest (age unknown), the device would not shock with paddles. On the third attempt the clinician was able to successfully deliver a shock. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.